Event description:
During placement of 2.0 guide wire for percutaneous pinning of left foot fracture the guide wire broke in the cannulated 2.7 drill bit. A portion of the wire was retained at the fracture site. During this investigation it was determined that two of the incidents with these same guide wires breaking has occurred.